Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 07/09/2025. An investigation was conducted on 7/14/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock off, which allows the white plunger to be depressed. The seal was observed in the loading device body. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches; the outer diameter was measured at 0.219 inches (B)(4). The length of the delivery tube was measured at 2.49 inches (B)(4). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000477574 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that when using hst iii system (3.8mm), the sealing device came off during the setup and was unusable. The procedure was completed using a replacement product. There was no delay in the procedure and no health hazard to the patient.